Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed for bleeding postoperatively. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits.

Manufacturer narrative:
D6b: explanted date: the device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: hemostasis was successfully achieved using the angio-seal device, however, late bleeding occurred postoperatively. The type of procedure performed was hemostasis. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 9 mm. There was moderate calcification around the puncture site. The patient's status and the extent of damage to the patient's health are unknown. There were no other devices or equipment used with the reported product. Additional information was received on 23jan2026: the angio-seal device was used for hemostasis in the dialysis patient who underwent a percutaneous intervention (pci) using an 8fr procedure sheath. It was reported that the percutaneous coronary intervention (pci) was extremely difficult involving an intra-aortic balloon pumping (iabp). Hemostasis was then successfully achieved with the angio-seal device in the procedure room, but hemorrhage from the puncture site was observed during the night on the ward. Hemostasis was successfully achieved by manual compression. However, it was reported that the discharge date was postponed. The patient's hospitalization was extended due to the event. Additional information received on 02feb2026: the estimated blood loss was less than 250cc. The patient has been discharged.